Event description:
The customer reports that the doctor found the swg (spring wire guide) difficult to advance. The swg was found kinked.

Manufacturer narrative:
(B)(4). The customer returned one swg for evaluation. The guide wire was observed to have 3 distinct kinks toward the distal end of the guide wire body. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located at 21mm, 35mm and 66mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The undamaged portions of the guide wire was advanced through the returned ars and inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components without any significant resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings to suggest a manufacturing issue. The instructions-for-use (IFU) provided with the kit (sz-04301-115a) describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report of a kinked guide wire was confirmed through this investigation. Visual inspection revealed 3 kinks toward the distal end of the guide wire body. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) difficult to advance. The swg was found kinked.